Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations and dizziness. It was noted that the right atrial (ra) lead exhibited under-sensing on current and on stored electrograms (egm), far field r-wave (ffrw) over-sensing stored egms and high pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.